Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called because they didn't have the equipment yesterday. Patient stated that besides the rubber band sensation, yesterday the battery or wherever it's implanted felt like an electric went through their body and it bit them. Agent walked patient through changing programs. Patient was able to successfully change programs and increase stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the other night it felt like an electric charge in their butt and it hurt. Patient stated it looks that something sparked back there. Patient also stated it feels like there was a rubber band going down their leg when they were sitting, bending over, or driving. Patient said it doesn't do it all the time, it's just a certain way they put it. Agent explained to patient that certain positions can cause feeling the stimulation more and they can consider decreasing the stimulation to a comfortable level if they needed. The patient was redirected to their healthcare provider (hcp) to further address the issue.